Event description:
Staff member was cleaning the IV pumps after pt was discharged form the hospital. Immediately after pumps wiped down with bleach infused disposable cloth, strong electrical burning smell was noted. Cord for pumps inspected and one cord that connects into the back of the pump, was found to have burned area and bubbling of the plastic. Cord plugs into back of pump and then into the electric outlet on the wall. Electric outlet checked by plant operations and output was normal. It is unk which of the 3 pumps stacked together was the one with the cord inserted into it as all 3 cords were removed form the pumps so all 3 devices have been removed from service. Device numbers: (B)(4) - 300181526; (B)(4) - 300181527; (B)(4) - 300181528.